Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was booting up and displaying, "enter passcode." The local representative (msb) could not proceed past the this screen. There was no patient involved. Troubleshooting was performed. The msb tried hitting ctrl+alt+home and ctrl+q, but this did not resolve the issue.